Manufacturer narrative:
Updated b5 describe event or problem to add additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. The impedance trends had remained stable until suddenly becoming out of range in january. A lead fracture was suspected. Technical services (ts) was consulted and confirmed high capture thresholds and increased atrial pacing. Subsequently, this ra lead was capped and replaced. No additional adverse patient effects were reported. Additional information from the field indicated that the far-field oversensing was caused by issues with this ra lead and was resolved following its replacement. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. The impedance trends had remained stable until suddenly becoming out of range in (B)(6). A lead fracture was suspected. Technical services (ts) was consulted and confirmed high capture thresholds and increased atrial pacing. Subsequently, this ra lead was capped and replaced. No additional adverse patient effects were reported.